Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped. These events occurred on (B)(6) 2024. These events occurred after three hours of insertion. Insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.